Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that device was not helping their symptoms. Patient said sometimes they don't feel like they have to go and they just urinate. Patient stated they would be walking along and urine would be dripping out. Patient reported they are getting stinging, burning, and a dull electric shock on the left side of their vagina (device is on the right side)patient has tried changing programs and that has not resolved the issue. The patient was redirected to their healthcare provider to further address the issue and have the device checked.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.